Event description:
Upon investigation, manufacturer's domestic evaluations lab found signs of melting and burning present on the inform meter. Electrical contact pins are burned, melted. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.